Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with blank display screen and insulin pump was not working. The blood glucose was 120 mg/dl at the time of the incident. Customer advised that, the display is blank and is making a high pitched noise. Customer was frustrated at cap not being overnight ed as well as was not informed pumps are back ordered. The insulin pump will not be returned for analysis.